Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream and conscious pain and suffering and loss of earnings.***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to a fractured femur caused from a fall. It was noted that stem had subsided.

Manufacturer narrative:
Depuy stil considers this investigation closed.

Event description:
Litigation papers allege pt had suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings.